Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting. Information submitted on the initial medwatch report. Evaluation: the device was not returned to zoll medical corporation; the device's control board was removed and returned. The malfunction was duplicated and attributed to a faulty connector on the control board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was unable to pace. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.